Event description:
On (B)(6) 2013, high impedance was reported. The patient underwent successful generator revision two weeks prior. Follow-up showed that high impedance was first seen on (B)(6) 2013, and the patient underwent generator revision on (B)(6) 2013. The device was not programmed off following the high impedance result. No patient manipulation or trauma occur that is believed to have caused or contributed to the high impedance. Review of programming history shows that a system diagnostic on (B)(6) 2013 (the date of generator revision) was within normal limits. X-rays were received and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pins were fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angles or clear breaks were found in the parts of the lead that were visible and could be assessed. There appears to be a sharp bend next to the generator, but it is due to the view. On (B)(6) 2013, the patient reported that symptoms had started again. Surgery is likely but has not taken place.

Event description:
The patient started experiencing again seizures; however, they were not above the patient's pre-vns baseline. Surgery is still likely, but has not occurred to date.

Manufacturer narrative:
Analysis of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted generator and lead have not been returned to date. Additional programming history was received showing that the vns patient¿s device was disabled on (B)(6) 2013.